Event description:
The report indicated that approx. 2 minutes into the bypass procedure (aorta coronary) the venous saturation reading was 60%. It climbed to 75%. Approx. 3 minutes into the procedure the in line p02 was 79mm hg (down from 200). Gas line integrity was ensured. They increased sweep speed and f102 to 100% and there was no increase in p02. Blood gases were drawn, sweep speed increased again. Pressure drop across membrane was 250 mm hg. (High pressure). They terminated bypass procedure and the oxygenator was changed out. They went back on bypass with no difficulties and no detriment to pt.